Manufacturer narrative:
The unit was restarted and the issue did not recur. There was no ge healthcare repair. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.